Event description:
It is reported that the lens was removed and replaced due to unexpected postop refractive error. No adverse effect and no patient injury were reported.

Manufacturer narrative:
The device was returned to abbott medical optics (amo) for evaluation. The results of the evaluation included a review of the batch records which showed no deviations. Additionally, a visual inspection of the intraocular lens was performed with no deviations found. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 17.0 diopter for this lot number. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted. Eval summary : placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.